Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device shows the device was fractured at the tip. Xrf scan confirms the material composition is within specification. Review of fracture analysis shows that tip's distal and proximal fracture surface artifacts is consistent with a bending overlad fracture. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a hip procedure when the femoral impactor was used to implant stem, the hip of the impactor broke off into implanted stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information as well as corrected information.

Event description:
It was reported that the tip of the impactor broke off into implanted stem. No patient injury or delay in the procedure was reported as a result of the event.